Manufacturer narrative:
As reported in a research article, an amplatzer vascular plug ii that was used off label to close a pda migrated and was removed from the patient. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instructions for use, artmt 600539-003 "the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalvular leak closures) and neurological uses have not been established."

Event description:
Related manufacturer reference number: 2135147-2020-00273. It was reported through a research article identifying amplatzer vascular plugs that may be related to serious injuries. Details are listed in the attached article, titled "the importance of medical circulatory shunt avoidance in criticalps and avpii's recovery experience in confronting the nightmare case". A patient (B)(6) weeks gestational age weighing (B)(6) g was diagnosed with critical ps (c-ps). Percutaneous pulmonary valvuloplasty (ptpv) was attempted in the patient at (B)(6) days old, but right ventricular outflow tract (rvot) perforation occurred and the patient underwent pericardial drainage and the case was abandoned. The patients condition worsened overnight and was transferred to the hospital because of complications of magnification, oliguria, dics, and intracranial hemorrhage . Catheterization was planned and rescue patent ductus arteriosus(pda)-closure (5.3mm, type c) was considered. A 12mm amplatzer vascular plug ii was implanted in the patient, but the device slightly migrated and there was left pulmonary artery(lpa)-occlusion. The device was exchanged for a 10mm amplatzer vascular plug ii, but the 10mm device did not improve the patient's condition. Repeat imaging showed the pda was narrowed. The 10mm device was removed prior to release and a 8mm amplatzer vascular plug ii was placed in the patient. Stability was confirmed by adequate wiggle without left pulmonary artery stenosis (lpas). The device was implanted and the patient's blood pressure increased. Ten minutes after the device was placed the patient's blood pressure decreased and their sp02 increased. Fluoroscopy confirmed dislodgement of the 8mm amplatzer vascular plug ii in the lpa. During retrieval of the device, the screw tried to redirect in the berman catheter and the amplatzer vascular plug ii shifted the screw to the pda side and into the main pulmonary artery(mpa). A 5fr long sheath was inserted from the aorta(ao) side, and the screw was grasped with a 10mm gooseneck snare and it was successfully retrieved. The procedure took 85 minutes to complete.